Manufacturer narrative:
The customer reported that the "thermogard xp ivtm system (sn(B)(6)) does not recognize the filled start-up kit air trap," which was confirmed during the functional testing. Traces of saline was noted on the printed circuit assembly (pca) on the air trap sensor block, resulting in a malfunctioning air trap sensor block. The possible cause for the saline traces on the air trap sensor block and its pca could be a start-up kit (suk) leak or an overflow of saline into the air trap chamber. Per the customer, no leaking suk was found, and there was no recent history of complaints reported by the customer for the suk leak. Unrelated to the reported complaint, damaged white guide rollers were noted upon visual inspection. The observed physical damage is likely attributed to normal wear and tear. The thermogard system was manufactured in 2018 and is five years old. The white guide rollers were replaced to address the observed physical damage. The event log review showed no significant discrepancies. During the functional testing, the thermogard system did not recognize the filled start-up kit air trap, thus, confirming the customer's reported complaint. The air trap sensor block with board was replaced to address the customer's reported complaint. The thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues following service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) does not recognize the filled start-up kit air trap. No further information about the treatment or patient status was provided. The patient's status information was requested, but the customer did not provide a response.